Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first recapture due to high positioning, the capsule did not close when the actuator handle was rotated. It was noted that a "sort of curling" at the proximal part of the capsule was observed. The system was retrieved from the patient. A new valve was loaded onto a new delivery catheter system and was implanted uneventfully. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the complaint delivery catheter system (dcs) was received with the valve still loaded in the capsule; the valve could not be removed from the dcs. The dcs was received with the capsule partially opened/separated and damage was noted in the outer polymer layer. The dcs end cap/screw gear snap fit was connected. Visual inspection showed the dcs handle and tip-retrieval mechanism both appeared intact. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. Tears were noted along the distal side of the capsule. The deployment knob appeared to retract and advance the capsule. The trigger moved to advance and retracted positions and locked in place when released. The cause of the positioning difficulties event could not be determined via analysis of the device. Tears were noted along the capsule; therefore, confirming the reported event. Conclusion: the investigation remains in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device was received with the capsule partially separated and damage was noted in the outer polymer layer. Tears were noted along the distal side of the capsule; therefore, the reported event was confirmed. The subject device was reviewed by medtronic¿s research and development. A capsule buckle or partial capsule separation occurs when the spines of the capsule frame break on one or both sides, but the sections of capsule frame remain attached by the ribs and/or the polymer capsule jacket. The factors which increase the chance of a buckle or partial capsule separation occurring include the level of tortuosity of the patient¿s anatomy, the angle of the patient¿s aortic annulus, and the number of valve loadings, attempted valve deployments and valve recaptures that the capsule is put through. These factors increase the amount of stress on the capsule frame and capsule spines. In this case, the tear on the distal tip of the polymer jacket and on the seam of the polymer jacket could have been caused by the increased stress on the polymer jacket due to the partially recaptured valve. The valve¿s expansion would place an outward force on the polymer jacket which could have led to the tear. However, the exact cause of the capsule buckle and partial capsule separation, or the tear on the polymer jacket cannot be determined with the information available. Delamination was observed over the nitinol reinforcing frame of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The DHR review did not show any findings related to this event. Updated data: h6. Eval code method added and eval code conclusion updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.